Event description:
Product would not work properly. The pegs would not dilute. Surgeon attempted to apply it to the wound but the product would not gel. The product came out in a water-like consistency. Surgery was completed successfully using a second coseal kit.